Manufacturer narrative:
Additional information: d9, h3, h6. H10: two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted the silicone tubing separated from the main body for one sample. There were no issues observed on the second sample. Functional testing including leak, clear passage, and clamp function testing was performed on one sample with no issues noted. The reported condition was verified for one sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had a separation between the tubing and twist clamp. This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.